Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The technical manager reported that the dialyzer started to leak from the threads on the sides during a patient's hemodialysis (hd) treatment. The complainant stated that the "screws" seem to be loose and not screwed on tight enough. Follow-up was provided by the clinical manager at the user facility who revealed that there was no blood leak. Dialysate was observed leaking from the end cap of the dialyzer. No damage to the dialyzer or its packaging was observed. The patient's estimated blood loss (ebl) was noted as being "none." No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was re-setup on the same machine, and then the hd therapy was continued and successfully completed. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.